Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No battery or foot switch was returned. The charger was returned. A functional evaluation was conducted. The unit continuously tried to pressurize. The fuse on the printed circuit board tested good. The pre-pressure test jig was used to bypass the unit's printed circuit board and fuse. The unit still continuously ran. The battery charger indicator diode would not change to charging mode when a test battery was installed. The fuse was checked with an ohmmeter and was open. A review of the enclosed video appears to show that the device continuously tries to pressurize. The complaint was confirmed and the root cause has been determined to be a defective solenoid valve. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Attempts to obtain clinical information were unsuccessful and thus a thorough medical investigation was not performed. The procedure was successfully completed without significant delay by changing the surgical technique to a mini-open procedure. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a rotator cuff repair surgery, the "spider 2 limb positioner" was not functioning at all. Another battery was used, but the device still did not work. The charger also failed since it did not charge the battery. The procedure was successfully completed without significant delay changing the surgical technique to a mini-open procedure. No other complications were reported.